Manufacturer narrative:
A sample device was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There has been two other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that following an intraocular lens (iol) implant procedure, the patient experienced poor quality vision worse than before. The iol was exchanged in a secondary procedure following the initial procedure. Additional information was received stating that the patient was not hospitalized for the event.